Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation determined the difficulties were likely due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the superficial femoral artery. As the absolute pro self expanding stent system (sess) was being advanced onto an unspecified guide wire that was at the target lesion, resistance was noted and it felt like the sess was sticking to the guide wire. The physician could not remember if guide wire had been wiped down so the sess was attempted to be removed. There was resistance with the guide wire during removal of the sess. As the sess was being backed off of the guide wire, the sheath pulled back and the distal part of the stent deployed and became flowered. Reportedly, the stent was confirmed to not be exposed prior to loading the sess onto the guide wire. Another absolute pro sess and guide wire were used to successfully complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.